Event description:
It was reported to philips that the system l-arm geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The neurovascular diagnostic procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the l-arm could not move in longitudinal direction due to a defective geometry module. The fse solved the issue by replacing the geometry module and reloading the software. The returned part was analyzed, but no failures were found. After part replacement and software loading, the system was returned to use in good working order. The codes were updated based on the investigation outcome.